Event description:
It was reported that the device's blade broke during the case. There was no patient consequence. Unknown how case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.